Event description:
It was reported that a 14-year-old boy died during ventilation therapy on an evita xl device. The patient was before admitted to the emergency room with impaired consciousness and anisocoria and was placed on a ventilator. After being connected to the ventilator in the emergency room, the patient had an etco2 value of 150 and was ventilated with an ambu bag until the ventilator was replaced. The device alarmed but the alarm was silenced several times. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
It was reported that the patient was admitted to the emergency room with impaired consciousness and anisocoria and was placed on a ventilator. After being connected to the ventilator in the emergency room, the patient had an etco2 value of 150 and was ventilated with an ambu bag until the ventilator was replaced. The device alarmed several alarms. The patient died on (B)(6). The investigation was based on the reported event and information provided incl. Logfile of the affected evita xl with serial no. (B)(6), manufactured in may 2012. According to the log analysis the device was around 20 minutes in use and was started without a passed device check with a defective flow sensor. The device alarmed as specified the defective flow sensor several times, including immediately before the event described. Nevertheless, the device was used. Additionally, the device alarmed for an o2 supply failure and incorrectly connected or kinked/blocked breathing tubes. During the inspection onsite by service technician a defective flow sensor cable was identified and replaced. The reported device behavior is not related with the faulty cable harness spirolog. A dirty external device filter and o2 sensor were replaced during the inspection as well. Afterwards the device was tested according to manufacturer specs. The functional safety of the evita xl consists of in controlled and monitored patient ventilation with user-defined settings for the monitoring functions of minute volume, maximum airway pressure, o2 concentration in the breathing gas, maximum inspiratory tidal volume, maximum respiratory rate or, if a set limit is acceded, by an appropriate visible and audible alarm. The evita xl is equipped with basic safety features to reduce the possibility of patient injury while the cause of an alarm is remedied. In case of dropping tidal volumes, the device generates an audible alarm and posts the visible message "! Volume not constant" or "! M low". In case of a defect flow sensor the device generates an audible alarm and posts the visible message "! Flow measurement inop." The device triggered all alarms correctly and was used on a patient even though it had previously displayed errors and was not ready for use. The risk assessment concerning the reported event does not reveal any new or additional risk with respect to the known risks at the time of product design, during product improvement process and risks to be expected in the frame of the intended purpose; consequently, this is considered within the device safety concept. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that a 14-year-old boy died during ventilation therapy on an evita xl device. The patient was before admitted to the emergency room with impaired consciousness and anisocoria and was placed on a ventilator. After being connected to the ventilator in the emergency room, the patient had an etco2 value of 150 and was ventilated with an ambu bag until the ventilator was replaced. The device alarmed but the alarm was silenced several times. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.